Event description:
This complaint is now reportable based on the analysis completed on 01/26/2007. It was reported that during a coronary stenting treatment procedure on the mid left anterior descending artery, the physician attempted to place a 2.25 x 8mm liberte bare stent, but had difficulty crossing the lesion after predilation. The procedure was completed with a non boston scientific stent. No pt complications were reported. However, the returned product analysis confirmed that the hypotube was kinked and broken.

Manufacturer narrative:
Device eval: the device was received in two sections as a result of a break that had occurred in the hypotube. The break was located approx 19.1cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. Microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. An examination of the crimped stent and balloon found no issues with their profiles. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. It is clear from the condition of the returned device that excessive force was applied to the device, through some form of restriction, which resulted in the kinks and break in the hypotube. The root cause of the complaint incident could not be identified. A full review into the mfg history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.